Event description:
Steris received notification of a lawsuit that alleges that both the steris system 1 and the steris 20 sterilant are defective. The correspondence claims that the plaintiff required hospital care at the time of an alleged inhalation incident and will require future medical care. However, the information is not specific with respect to the alleged incident or injuries. The alleged date of occurrence was in 2001.